Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator and found the exhalation filter was loosely connected. The fse reinstalled the exhalation filter. The ventilator passed all testing per manufacturer specifications and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator was not delivering volume. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.